Event description:
During an in-service training session, the company clinical representative observed that the display screen turned yellow and the unit shut down. After recycling the power switch, the screen remained yellow and the system failure alarm sounded. No patient was involved.